Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters' safety shields failed to work properly. The following information was provided by the initial reporter: "safety shield in venflon pro safety is not working".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three photos were received by our quality team for evaluation. From the first photo, a top web with batch 1140760 was observed. The second photo showed a used sample with exposed needle and safety mechanism not activated. The third photo showed a needle through catheter and the product does not belong to the reported complaint. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned, further investigation cannot be performed, and the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.